Event description:
It was reported to philips that when the internal paddle set is connected to the xl defibrillator, it causes the device to switch itself off. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when the internal paddle set is connected to the xl defibrillator, it causes the device to switch itself off. There was no reported patient involvement.